Event description:
This percutaneous transluminal coronary angioplasty (ptca) was conducted on a male pt with unknown demographics. Target lesion was unknown and no info was given about vessel characteristics. During inflation at target lesion, there was no pressure increase. The chyper was retrieved and a different cypher was used to complete the procedure. The physician confirmed a balloon rupture at the proximal end of the stent. The product will not be returned for analysis due the pt's infectious disease status.

Manufacturer narrative:
This percutaneous transluminal coronary angioplasty (ptca) was conducted on a male pt with unknown demographics. Target lesion was unknown and no info was given about vessel characteristics. During inflation at target lesion, there was no pressure increase. The cypher was retrieved and a different cypher was used to complete the procedure. The physician confirmed a balloon rupture at the proximal end of the stent. This product with catalogue number is not sold in the united states; however, it is similar to a product with catalogue number that is sold in the united states. Additional info will be submitted within thirty days upon receipt.